Event description:
A user reportedly noticed an air embolism in the pt after a transseptal puncture. User stated that the valve of the sheath where the catheter is inserted was not totally closed and "sucked some air". The status of the pt is currently unk. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.